Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting normally. Review of the system log file found problem related with cooling unit resulted in the system not being able to complete the startup sequence. The fse replaced the cooling unit. After replacement of the cooling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system has a problem during start up. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.